Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation of no image was not confirmed. Visual inspection revealed an abnormality. The real panel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high definition lcd monitor displayed no image and the screen was bright red during inspection for use for a diagnostic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed by switching to a different monitor, with no delay noted. There were no reports of patient harm or impact associated with the event.